Manufacturer narrative:
Batch review performed on 19-aug-2024. Lot 186946: (B)(4) items manufactured and released on 16-jan-2019. Expiration date: 2024-01-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 5 years after primary, the patient came in reporting pain due to a cup impingement with the stem. The surgeon revised the head with medacta head an sleeve, and liner and cup with competitor's devices (the cup was at 13 degrees so he changed it to 20). Surgery was completed successfully.

Manufacturer narrative:
During a random MDR check conducted on october 1, 2024, an error was noticed. A follow-up is being initiated to correct it. The k number (k132879) was erroneously inserted in the device bla field instead of in the PMA/510(k).